Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06635. The pt was implanted with two leads from the same lot number. It was reported the pt had a superficial hematoma around her implant surgical incisions. F/u identified the physician stated the pt had a seroma and not a hematoma as initially reported. The physician washed out the incision sites and the pt was prescribed antibiotics. A culture was taken, however, the culture results are not known at this time.